Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller was guided through a pump reset by technical support, and the cgm error did not reappear. Caller successfully started their sensor session.